Event description:
User reported that pyxis anesthesia es device unexpectedly rebooted during procedure. No report of harm, however patient was in the or when the reboot occurred.

Manufacturer narrative:
User reported that pyxis anesthesia es device unexpectedly rebooted during procedure. Issue is captured in complaint file (B)(4). No report of harm, however there was a delay in patient care.cause of reboot is still under investigation.